Event description:
It has been reported to philips the customer (B)(6) find that the power connector on the tempus pro monitor is too fragile and breaks too easily.

Manufacturer narrative:
Date received by mfg updated.